Event description:
It was reported by the rep that when (1) tlc75 device was used during a sigmoid colectomy, it resulted in an unsatisfactory hemostasis along the staple line. The pt was oversewn with vicryl to complete the case.